Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead has experienced a drop in r-wave amplitude and a short burst of t-wave oversensing a proximately six months ago and none since that time. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.